Event description:
It was reported that the patients ipg was taking a longer time to charge. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about two months ago.